Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had low blood glucose levels of 2.3 mmol/l. The customer treated but appeared to over compensate as their blood glucose levels rose to 17.4 mmol/l. The customer was able to manage their blood glucose levels eventually. The customer reported that the battery of the insulin pump would not last long. The customer also reported sudden blank displays on the insulin pump. The customer reported using new batteries on the insulin pump. Troubleshooting was done. The customer was advised to insert a new battery on the insulin pump. The customer was advised to clean the battery contact of the insulin pump. The customer was advised to treat per the health care provider's instruction. No additional information was provided.